Event description:
It was reported that the pt required ems treatment for hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas for eval. The pt reported that he believed he was experiencing an elevated blood glucose level and administered 15 units of insulin to correct this condition. The pt also reported that he did not check his blood glucose level with a glucometer prior to administering the insulin, and subsequently experienced hypoglycemia. The pt was continued to use the pump with no reported subsequent events.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no black box data from the time of the event in the pump history due to continued patient use. A review of the pump black box history for the available date range was inconsistent due to an unrelated time and date issue. A 29 hour flow accuracy test was performed and confirmed that the pump was delivering within required specifications. The patient reported performing a bolus without checking blood glucose levels and experienced a low blood glucose event; this event was attributed to use error. Unrelated to the event, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. A review of the product analysis has been conducted by medical surveillance. It has been determined that no additional regulatory report is required based on the findings.